Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged lcd on the system controller was confirmed. The system controller, serial number (B)(6), returned for analysis. The lcd was faded and contained vertical white lines which resulted in some distorted text and difficulty displaying messages. The controller underwent functional testing and passed. No atypical alarms were produced during testing. Following testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented for a routine clinic visit. Upon assessing the patient's system controller alarm history and inspection, the liquid crystal display (lcd) screen was found to be damaged. The clinician was unable to view vital information off of the alarm history. The alarm history background not the typical ¿orange¿ color. The background was blue, date or time stamps at top of the screen were washed out and unable to view and the home screen was also difficult to read. The patient stated they had reviewed the pump parameters a few hours before their appointment, and the screen was normal. The patient denied any incident that could have caused damage to the controller screen. A self-test was completed that did not produce any meaningful information. The controller was exchanged without issue. The event log captured routine events with the controller exchange noted (B)(6) 2023 at 1008. The log file did not capture any sort of info about the lcd screen functionality but based on the pictures provided a controller exchanged was warranted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.